Manufacturer narrative:
The device was discarded at the hospital but the following engineering assessment was given. Based on the case description: it is possible the tip of the delivery catheter kinked during attempts to cross the tight tunnel pfo. The tip of the delivery catheter was difficult to remove from the 11f sheath. The tip separated from the delivery catheter as the physician attempted to remove the delivery catheter from the 11f sheath. The physician¿s observations of the difficulty crossing the defect and component broken are confirmed by the description provided. The cause of the difficulty in removing the delivery catheter from the 11f sheath and the separation of the tip of the delivery catheter cannot be definitively determined with the evidence provided.

Event description:
It was reported the physician was implanting a 30mm gore® cardioform septal occluder to close a patent foramen ovale. The entrance to the tunnel was extremely tight. The physician tried to advance the delivery system and even advanced the grey slider to the point where the left eyelet was offering support to the tip of the catheter. It would not advance into the defect. After multiple attempts and torquing the catheter, the physician decided to remove the catheter and balloon the pfo. The grey slider was re positioned as prepped. Upon retrieving the catheter to the 11f terumo introducer sheath, the physician encountered resistance. The sales associate had the physician disconnect the luer lock and back the device out of the blue catheter (to try and reduce some resistance and friction). The blue catheter remained stuck inside the sheath. With some maneuvering the physician was able to pull the blue catheter out and upon removal realized that the tip of the catheter ripped off and was still on the wire. It appeared the portion from the guide wire port to the tip of the catheter had kinked and broken off. It remained on the wire. The physician then took a goose neck snare just beyond the tip of the catheter was able to snare the wire and pull back through the sheath. Both the wire and tip of catheter were removed successfully. The device was discarded. A 25mm numed sizing balloon was advanced and dilated the entrance to the tunnel. After dilatation and removal of the balloon, a 30mm gso was implanted without incident. The patient was doing well following the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.